Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 8jpef09b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the difference of blood glucose readings between his contour next link 2.4 meter and a non-ascensia meter was 50 mg/dl. No specific readings were provided. The customer managed his glucose levels by adding more bolus insulin to the pump. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.